Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that he thinks the brake circuits was going out in the unit.